Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient was not showing up. The customer reported that they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the patient had not been displayed on the machine. A technical support specialist determined that the patient had already left the hospital, and the case was closed. The system functioned as intended after the technical support specialist investigated the device.